Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation: the investigation was performed through physical sample evaluation, control plan evaluation, batch history, quality notifications and no deviation was found. During the batch production there were no records of occurrences related to this defect that are observed, however after the analysis of the sample it is possible confirm foreign matter ¿ excess resin. The potential cause for the problem may be related to an assembly machine stop, where the needle remained standing below the resin applicator nozzle. With this stop an excess of resin may accumulated in the nozzle being transferred to the needle, later that excess was transferred to the needle. With the sample provided by the customer, it is possible to identify foreign matter ¿ excess resin. The potential causes for the problem are related a fail at assembly machine. Bd was able to duplicate or confirm the failure mode indicated by the customer. CAPA not necessary.

Event description:
It was reported before use of the bd¿ precisionglide¿ needle it was noted that the bd needle has a non-identified material in its hub. There was no report of injury or medical intervention.